Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the patient took out art catheter (ibp). The device showing only yellow and blue alarms. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Upon further investigation it was found that the event is not a reportable event for philips. If the issue does not represent a malfunction but is related to user knowledge or application related issues, product labeling describes alarm behavior. Alarm reminders and latching configurations are provided based upon clinician workflow and preference. These configurations are set based on inputs provided by the customer at the time of servicing or installation. The product ships with a factory default configuration which has been reviewed by product and clinical experts and determined to be safe for use. During interaction with the device, the customer will notice settings that may not be as expected at which time the user can customize the settings themselves until user defaults that are customer-specific can be configured, troubleshoot the device, and/or implement alternative means of monitoring if warranted. The record was reviewed and evaluated to pose no health or safety risk to patients, users, or bystanders. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur.

Event description:
The customer reported that the patient took out art catheter (ibp). The device showing only yellow and blue alarms. The device was in use at time of event, there was no adverse event reported. The field service engineer went for onsite service and determined that the monitor is working as specified - no malfunction. A red alarm for an interrupted arterial pressure measurement (removal of the arterial cannula) is generated if the mean arterial pressure is constantly below 10 mmhg for at least 6 seconds. The criteria was not met. The issues was associated with alarm behavior of the monitor - user issue.